Event description:
It was reported that their was difficulty locking the pump onto the mini cuff. Several attempts about five were made to place pump on mini cuff and lock pump, but each time the yellow wings remained visible. Noted after engagement attempts that legs of locking mechanism were not symmetrical. The site reported the locking mechanism looked deformed and a new pump was needed. The site proceeded to prime new pump with new outflow graft (ofg) and proceeded with case. They discussed a concave appearance oif pump and surrounding tissue and the possibility the locking mechanism did not engage due to this. They attempted to lock new pump onto mini cuff, but would still not engage, with yellow wings visible. Surgeon aware that force should not be used to engage lock cuff, and that it should lock easily if properly aligned. Discussed again concave appearance of cuff surrounding tissue and possibility of this interfering with locking mechanism. Additional sutures placed to pull tissue back from cuff, then attempted to lock pump again, but without success. Mini cuff removed from heart and regular apical cuff sutured in place. Pump locked onto regular apical cuff on first attempt with ease.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the cuff lock was confirmed based on the evaluation of mlp(B)(6). The pump was returned with the pump cable intact and the sealed outflow graft secured to the pump cover. The mini cuff and modular cable were not returned. Examination of the pump blood-contacting surfaces found no depositions or debris. Visual inspection of the cuff lock confirmed that both locking arms were bent, with the left arm being bent further than the right. Visual inspection under a microscope found no additional damage to other areas of the lock. After cleaning, the cuff lock was reassembled and found to slide without difficulty. The lock could not be forced into the fully locked position without an apical cuff in place. A test apical cuff was seated within the lock and the cuff lock engaged easily. While locked, the test cuff could not be forcibly removed. Despite the deformation of the locking arms, the cuff functioned as intended. Review of the manufacturing documentation for mlp(B)(6) found no deviations from manufacturing or quality assurance specifications, which include functional testing and inspection of the cuff lock for bent locking arms. The evaluation did not reveal a device-related issue that would have contributed to the reported difficulty engaging the lock. Heartmate 3 mini apical cuff kit IFU, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. The surgical procedures section also includes information on de-airing the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.